Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. The customer also reported sensor with inaccurate readings. Sensor glucose was 300mg /dl when blood glucose was 54mg/dl. Customer treated the low blood glucose with food and glucose tablets. The customer mentioned that they get calibration errors. The customer stated that her screen was frozen for 6 hours. The customer felt that it was a frozen display or a pump issue. Customer declined to troubleshoot and requested the insulin pump to be replaced. The insulin pump will be returned for analysis. The sensor will not be returned for analysis.